Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The consumer reported the od lens was repositioned due to blurred vision. Patient has been referred back to her surgeon or second opinion. Consumer will contact company if additional details become available. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure, he experienced blurred vision mostly at distance and near. The lens was repositioned due to lens being out of place. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the consumer stating it was advised about the right eye lens need to be explanted.